Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported receiving a lost sensor alert. She stated that her son was swimming away from the insulin pump when the alert occurred. Customer's mother was advised to find lost sensor on the insulin pump, and she stated that she received a weak signal alert shortly after doing so. She also mentioned that the transmitter was caught on a door and may have been affected by the impact. She also reported some blood at the insertion site. The blood glucose reading was 200 mg/dl. Nothing further was reported.